Manufacturer narrative:
Medical device problem code (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with ligation of varicose veins procedure performed on (B)(6) 2022. During the procedure, after the varices were suctioned, the bands could not be deployed, and then the suture subsequently broke. The device was removed from the endoscope. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.